Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing on stored electrograms (egm). The device triggered alerts for charge circuit timeout and for device charge time longer than expected. The device then reached end of service (eos) and a charge circuit inactive alert was triggered. The device was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.